Manufacturer narrative:
Additional information was received on 6/18/2020 , the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 6/25/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During visual evaluation of the product, parallel lines of shell wear were observed on the anterior aspect. Within the wear a tear was observed measuring approximately 3.5 cm. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, patient was replaced with a 525cc mentor memorygel right breast implant and a 490cc mentor memorygel left breast implant on(B)(6)2020. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation surgery with a 450cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result, patient had an explantation on (B)(6) 2020.